Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the injections do not draw or push out anything. They have tried pushing out air as well, but doesn't work. What was the product being used for when the reported issue was noticed? It was being used to give vaccines. Was the procedure able to be completed? The nurse had to stop and go obtain another needle with a different lot number. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the injections do not draw or push out anything. They have tried pushing out air as well, but doesn't work. What was the product being used for when the reported issue was noticed? It was being used to give vaccines. Was the procedure able to be completed? The nurse had to stop and go obtain another needle with a different lot number. Was there any impact/harm to the patient, due to the reported issue? No was there any medical intervention or treatment needed due to the issue patient experienced? No.